Event description:
It was reported that the packaging was not sealed properly and have some gaps on the sealing line. Follow-up with the customer indicated that the outer box was okay; however the pouch seal inside the box had gaps and the customer thought that the sterility was compromised. It was reported that the packaging was discarded by the customer.

Manufacturer narrative:
A review of the manufacturing records showed no deviations or nonconformities. Review of seal tests showed no deviations. Review of the sterilization records showed no deviations. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Placeholder.